Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 49 mg/dl. The customer has been doing physical activity. The customer was low this afternoon and took two glucose tablets to treat herself. The customer declined all troubleshooting. Customer removes sensor from her body and stated the tip of cannula is curved. The customer agreed to sensor back for analysis. The customer was offered to send replacement sensor.